Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 50 mg/dl. Customer treated for the low reading with juice. It was unknown whether customer was using the auto mode feature at the time of the incident. The customer declined to troubleshoot for the low blood glucose incident. The pump will not be returned for analysis.